Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during a cataract extraction procedure the handpiece did not break up the cataract well and had a burning sensation when touching the tip. The case was completed using an alternate device. There was no harm to the patient. Additional information has been requested and received.

Manufacturer narrative:
Additional information has been provided. The phacoemulsification (phaco) handpiece was not received for evaluation. The phaco handpiece was manufactured on july 29, 2015. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).